Manufacturer narrative:
Failure analysis confirmed that the insulin pump had all operating currents are within specification. No unexpected battery out limit or blank display noted. However unit received with intermittent blank display after testing due to broken solder join on interface board. The insulin pump was received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 127 mg/dl at the time of the call. Mother stated that the insulin pump will alarm battery error and shut off. She was advised to clear the alarm and sent a replacement battery cap. Mother called back and stated the replacement battery did not resolve the issue. She stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.